Manufacturer narrative:
Investigation: the complaint of the acunav catheter not displaying an image investigated could not be investigated because the device was not returned for evaluation. Many attempts were made in requesting the return of the catheter involved in the reported event. Based on the information provided, the issue could not be confirmed.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that prior to a triscuspid valve repair procedure, the patient was put under sedation. Afterwards, the doctor inserted the catheter into the patients' heart. When the transducer was connected to the ultrasound system, the doctor attempted to obtain an ultrasound image but no image was displayed. The transducer was replaced but the issue remained. The catheter was removed and a new catheter was reinserted into the patient and the issue was resolved. The procedure was successfully completed but was delayed by approximately 25 minutes while the catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.